Event description:
I was told I am a good candidate for invisalign by my orthodontist. I have tmj (temporomandibular joint disorder) and multiple crowns, implants and a bridge. I have had tooth and jaw pain since I started and my tmj has increased. In (B)(6) 2022 one of my crowns fractured. After spending (B)(6) on invisalign, I now have to spend (B)(6) on a crown. I am sure there will be more repair required until I finish wearing them (I have been wearing them since (B)(6) 2021. Reference report #mw5115770.